Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. The complaint sample was received and assessed and no fault was found. A clinical review has also been conducted and no further action required at this time. The investigation did not find product defect or manufacturing process issue therefore no action is required at present. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during use of the product, patient suffered from red blistery and sore to the glue.